Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, the integrity of the right ventricular (rv) lead was tested using x-ray. The diagnostic imaging performed confirmed that there were externalized conductors on the rv lead. High capture threshold on the rv lead was also noted. No intervention was performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences.